Event description:
A report was received that the patient was experiencing discomfort due to a protruding anchor. The patient underwent a revision procedure wherein the anchor was moved deeper. The patient was doing well postoperatively.